Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent. After an unspecified length of time, it was reported that the medicine could not be dripped down. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
Thirty-two sealed devices were evaluated. The devices passed testing. During testing, solution flowed through the devices. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.